Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal circumflex, with mild tortuosity, mild calcification, and 99% stenosis, a 2.5 x 15 rx trek dilatation catheter was advanced without resistance and pre-dilatation was successfully performed, twice at 14 atmospheres. While the 2.5 x 15 rx trek dilatation catheter was being withdrawn resistance was met with the non-abbott guide wire. The 2.5 x 15 rx trek dilatation catheter was successfully withdrawn from the patient anatomy independently. Intravascular ultrasound was performed. The 2.5 x 15 rx trek dilatation catheter was re-advanced onto the guide wire; however, resistance was noted with the guide wire again prior to entering the patient anatomy. Reportedly, resistance was noted when removing the rx trek from the guide wire. A new nc trek rx dilatation catheter was used for further pre-dilatation with the same non-abbott guide wire and a non-abbott stent was implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion blue; guide catheter: launcher 7f (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.